Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. The field service engineer checked the analyzer. The cuvette washing station nozzles were cleaned, maintenance on the vacuum pump was performed, the vacuum reservoir valve was cleaned, and the cuvette washing height was adjusted. The investigation determined the issue was consistent with insufficient cuvette rinsing. The issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with tina-quant hbalc gen. 3 on a cobas c 513 analyzer. The customer noted that the analyzer generated cell blank alarms during the time the affected patient samples were measured. The first sample initially resulted in an hba1c value of 6 % and it repeated as 5.46 %. The second sample initially resulted in an hba1c value of 6.2 % and it repeated as 5.5 %. The third sample initially resulted in an hba1c value of 6 % and it repeated as 5.02 %. The fourth sample initially resulted in an hba1c value of 6.4 % and it repeated as 5.46 %. The fifth sample initially resulted in an hba1c value of 6.8 % and it repeated as 5.31 %. The sixth sample initially resulted in an hba1c value of 6.8 % and it repeated as 5.78 %. The seventh sample initially resulted in an hba1c value of 7 % and it repeated as 5.4 %. The eighth sample initially resulted in an hba1c value of 5.9 % and it repeated as 5.31 %. The ninth sample initially resulted in an hba1c value of 6.3 % and it repeated as 5.39 %. The repeat values were deemed correct by the customer.